Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that, the customer received with compromised force sensor system alert. The blood glucose was 150 mg/dl at the time of the incident. The drive support cap is slightly sticking. The customer's blood glucose was stable and had back up plan. The customer advised to discontinue the insulin pump. The insulin pump will not be returned for analysis.